Event description:
It was reported that: "used prox numeral plate and 3 new screws would not seat and he screwdriver without torc limiter and the head of the screwdriver next broke off in the screw head so, he left it in there. Item is in package. Please e-mail me and I will email xrays".

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete, any additional info will be reported in a supplement.